Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt, hypoxia were reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. It is possible due to procedural conditions (e.g. Device positioning, challenging anatomical). Reported surgical intervention was under case specific circumstances where device was surgically removed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35-25mm amplatzer talisman pfo occluder was implanted in the patient. On (B)(6) 2025, the patient presented to the emergency room (ER) with a broken hip but was found to have low oxygen saturation that required oxygen to be given to the patient. It was found to have a pfo which had a lot of left to right shunt. The customer told a colleague that the talisman pfo was not doing was it was originally intended to do. The occluder was implanted to help a hypoxic patient's oxygen saturation. The device helped during the original procedure but ended up shifting due to the patient's lipomatous hypertrophy of the interatrial septum. The pfo occluder was explanted and a new 14mm amplatzer septal occluder was chosen and completed the procedure. The patient was reported recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.